Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The cable of the foot switch was defective. Since the customer declined the on-site service visit, neither log files nor the affected part were available for the investigation. The investigation is therefore based on the data currently available. According to information from the regional service organization, the customer refused repair by siemens; the customer took care of repairing the cable himself. Further details on the root cause would require a more in-depth analysis of the log files and an examination of the defective part. Unfortunately, neither of these is possible for the reasons mentioned above. A possible general error, which would require corrective measures of the installed base, could not be determined by the investigation. The incident described in the adverse event was not classified as a reportable event after detailed investigation, because neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected, since the corresponding probability according to the risk analysis is in the range of inconceivable.

Manufacturer narrative:
Reporting facility phone number is: (B)(6). Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that before a patient procedure the footswitch was malfunctioning frequently. Sometimes the system had no reaction after depressing the footswitch and sometime exposure was triggered automatically without depressing the footswitch. There was no patient involvement. The reported event occurred in (B)(6).